Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2366-50. Serial/lot: (B)(4). Description: linear 3-6 lead 50 cm.

Event description:
It was reported that the patient had their two leads explanted due to discomfort. Patient is doing well postoperatively.